Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that he was hospitalized on (B)(6) 2011, for hyperglycemia. The patient claimed that his blood glucose (bg) level got as high as "300 mg/dl" and would not go down with boluses. During the hospital visit, his site was changed and he was treated with insulin. The patient remained in the hospital for about 24 hours and until his bg level dropped down to a normal range. The patient attributed his elevated bg level to a site issue related to scar tissue. The patient admitted that he had been using the same site area for the past 30 years. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed an elevated bg level and received insulin treatment in a hospital while using the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box contains dates from (B)(6) 2014. Black box and histories for the event in (B)(6) 2011 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates.. Pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.